Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Customer¿s blood glucose level at the time of incident was 433 mg/dl. Customer¿s blood glucose level at the time of call was 433 mg/dl. Customer stated that they having symptoms like nausea and positive results in ketone. Customer stated that they treated with giving bolus after changing catheter. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer alleges that insulin pump was under delivering. Customer was assisted with performing displacement test and high-pressure test. Insulin pump passed the both tests. The device will not be returned for analysis.